Event description:
The user received a questionable vancomycin result for a proficiency sample and one patient sample. Data was only provided for the patient sample. The initial result was 1.9 mg/l. The physician did not believe the result because this patient was under a vancomycin therapy. The lab repeated the test and the result was 11.5 mg/l. No information was provided to determine if the patient was adversely affected. The vancomycin reagent lot number was 64503901 with an expiration date of 04/2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
No specific root cause could be determined as the reaction monitor or system overview was not provided. It was determined the issue occurred primarily with tubes processed by the mpa. The customer had the mpa programmed to aliquot 500 ul of serum in the tubes. The dead volume for these tubes is 500 ul. The customer increased the aliquot volume and the issue seemed to be resolved. No adverse event was reported.